Event description:
It was reported that the patient felt "funny" the first time they swam in the pool and then got a shock the second time they swam. The right ventricular (rv) lead shows noise on the egm (electrogram) over the past few days. It was noted that oversensing was unable to be reproduced during isometrics, positional changes, or pocket manipulations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).